Event description:
Patient had history of fibroids and menorrhagia with 8-cm fibroid on MRI; MRI was taken at outside facility and interpreted as negative. Endocervical biopsy was also negative. However, after the robotic-assisted laparoscopic hysterectomy with morcellation of uterus, post-operative pathology found high-grade leiomyosarcoma. Case is in litigation. First notice was the lawsuit and the patient allegation contained therein. Preliminary investigation indicates that the standard of care was followed and that the patient had progressed to stage 4 leiomyosarcoma prior to the surgery.